Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. The reporter stated the device was discarded, and did not have any further information on the device such as serial or catalog number. Without the device or additional device information, the connecter type associated with this event cannot be determined. Device labeling addresses the possible outcome of band slippage as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.

Event description:
Reported as: the patient had their entire lap-band system removed and replaced due to a band slip. The patient had an upper gi that showed a moderate prolapse, and contrast showed "virtually no passage through the band."